Event description:
On (B)(6) 2018, a reporter on behalf of the lay user/patient contacted lifescan (lfs) USA, alleging that the patient¿s onetouch ultra2 meter was incorrectly displaying a "high" meter message. The complaint was classified based on customer service representation (csr) documentation as well as additional information obtained after review of the call. The reporter claimed that the "high" meter message began at 11:30 am on (B)(6) 2018. The reporter claimed that the patient obtained a meter message that read ¿blood glucose over 600 mg/dl¿ with the subject meter. The reporter claimed that in response to the high reading indicated by the meter message she treated the patient with 4 units of insulin to try and bring her blood glucose down and continued to monitor the patient¿s blood glucose afterwards. The reporter claimed that an hour later, at 12:30 pm she tested the patient¿s blood glucose and obtained a result of ¿588 mg/dl¿ and thought that the insulin was working and that the patient's blood glucose was coming down but she then tested an hour later at 1:30 pm and the "high" meter message appeared again. The reporter reported that she had asked the patient how she felt at this point and the patient claimed to have developed symptoms of feeling ¿lightheaded, dizzy and warm¿. In response to this message and the symptoms developed the reporter claimed that she called the emergency medical services (ems) and when they arrived they tested her with their meter and a result of ¿37 mg/dl¿ was obtained. The reporter claimed the patient did not receive any treatment for her symptoms. At the time of troubleshooting, the csr confirmed that the subject meter was not being used for the first time. The csr noted however that the patient was using expired test strips. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after she was given insulin in response to a "high" meter message obtained with the subject meter.